Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was turning on by itself during mris. When the patient gets out of the MRI the programmer shows that stimulation is turned on. It was noted that the patient felt some heating in their back. The patient also reported that their device turns off for no reason. Overall the patient was very happy with their system. Impedance tests were within normal limits. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they met with the patient at the MRI center and showed them how to put the ins into MRI mode. An MRI was performed and the ins did not turn on, but rather was behaving as expected. The rep explained MRI mode and the patient was happy with the support. The issue was considered resolved. No further complications were reported.